Event description:
While attempting to snare the ivc filter from the patient, the marker tip came off of the catheter. The marker band is in the patient's right ventricle. The physician plans on watching the patient and has no plans to try and remove the band. The procedure was completed successfully with another snare.

Manufacturer narrative:
Device evaluation: the suspect device was discarded by the customer and will not be returned for evaluation. A review of the device history record did not reveal any exception documents. Evaluation: method: device history record was reviewed. Conclusions: a follow up report will be submitted if more or new information becomes available.